Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 400 (mg/dl) range. A bolus was delivered with the pump to address bg levels. Reportedly, customer had eaten out and believes something they ate caused their bgs to rise; therefore, troubleshooting with tandem technical support was declined.